Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on (B)(6) 2022. A retrospective review was performed by the health care facility. A "grade 3" rectal wall infiltration (rwi) was identified, and radiation treatment was delayed. No patient symptoms were reported. The intent is to start radiation therapy once the hydrogel is no longer present. It was also reported that the spaceoar vue implant extended beyond 6 months. At this time, boston scientific has been unable to obtain additional details despite good faith efforts.